Event description:
The report received from the affiliate states that when the package of stabilizer (support 300cm: complaint product) was opened and the unit was removed from the dispenser without friction, the distal portion was confirmed to be unraveled. The outer packaging was not damaged. The product was secured in the packaging. The product was not resterilized. The physician did not use the stabilizer and a new stabilizer (507-300s) was used instead. The procedure was finished successfully. The product was not clinically used in the patient.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The report received from the affiliate states that when the package of stabilizer (support 300cm: complaint product) was opened and the unit was removed from the dispenser without friction, the distal portion was confirmed to be unraveled. The outer packaging was not damaged. The product was secured in the packaging. The product was not resterilized. The physician did not use the stabilizer and a new stabilizer ((B)(4)) was used instead. The procedure was finished successfully. The product was not clinically used in the patient. One non sterile sgw .014 stabilizer 300cm was received in a plastic bag. It was observed that the coil wire presented a bend condition at 10mm from tip. No other visual anomalies were found. The bent condition found in the coil could be related to the shipping and/or storage of the sample. The unit was inspected under microscope and it was observed that a 1mm section of the coil was unraveled at approximately 2.6cm from tip end. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The failure reported by the customer as 'distal tip- unraveled/stretched-during prep' was confirmed due to the received conditions of the product; however, it was not possible to determine the place and time of the damage. The root cause of this failure could not be determined. The device did not present any obvious indication of manufacturing defect or anomaly that could have contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the failure could be related to the manufacturing process. Therefore, no corrective action will be taken at this time.